Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a implantable cardioverter defibrillator explant surgery due to upgrade. Upon implantation of the left ventricular - lv lead, it was noted that there was visible insulation damage. Then while tying the suture sleeve, the suture sleeve was cut due to suspected suture sleeve problem. The lv lead was repaired and implanted. The patient was in stable condition during and after the procedure and will continue to be monitored.